Event description:
Customer reported difficulty with a pump button, which was hard to press and required multiple attempts to activate the screen. Customer¿s blood glucose level was not impacted. Technical support guided the customer in troubleshooting the issue, including removing the pump from its case, but the problem persisted. As a resolution, technical support arranged for a replacement pump, confirming it was under warranty. Customer was advised to continue using the current pump as backup until the new pump arrived, instructed on storing the old pump, and acknowledged the return process.